Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2016 with the following findings: the original complaint of no sounds could not be duplicated or confirmed. Unrelated to the original complaint, there was moisture visible in the battery compartment. The battery compartment was cracked and the leak test failed due to the crack. Also unrelated, the display was dim and discolored. The pump was opened and no moisture or damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dual alarm failure and audio issue of no sounds in the pump. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.